Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had moderate asymmetrical calcification in the right coronary cusp (rcc), left coronary cusp (lcc) and non-coronary cusp (ncc). The implanter did not perform pre-implant balloon dilatation. During implant, the valve was recaptured three times and after the valve was deployed a third time to 80%, infold was observed. The valve was recaptured and retrieved from the patient. A pre-implant balloon dilatation was then performed with a 20 millimeter (mm) balloon. New devices were used and the valve was implanted successfully. The patient was hemodynamically stable.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012548066); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012558054); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had moderate asymmetrical calcification in the right coronary cusp (rcc), left coronary cusp (lcc) and non-coronary cusp (ncc). The implanter did not performpre-implant balloon dilatation. During implant, the valve was recaptured three times and after the valve was deployed a third time to 80%, infold was observed. The valve was recaptured and retrieved from the patient. A pre-implant balloon dilatation was then performed with a 20 millimeter (mm) balloon. New devices were used and the valve was implanted successfully. The patient was hemodynamically stable. Additional information was received that the infold was first noticed at the first deployment. Per the physician, the patient's asymmetrical calcification contributed to the infold.

Manufacturer narrative:
Image review: seven media files were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had moderate calcification. Despite the calcification, a pre-implant balloon dilation was not performed. Of note, as stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that three recaptures were performed and after a third deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The infolded valve was recaptured, removed and a balloon dilation was performed. Subsequently, a new valve was successfully implanted. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant, the valve was recaptured due to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. The frame was received compressed. No signs of distortion or damage were found on the frame. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.